Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 1 message. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened to. The patient stated that the error message first appeared at 10:30am on (B)(6) 2017. The patient does not take any medication in order to manage their diabetes, but manages their condition with diet control. The patient had not made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at the same time the alleged product issue occurred they had developed symptoms of ¿stomach aches, lightheaded, very thirsty and dizzy¿. In response to these symptoms the patient drank some water and lay down. No further treatment was required. At the time of troubleshooting the cca noted that this was not the first time the product was being used. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information submitted within follow-up #1. (B)(4). If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.